Event description:
The technician alleged the side rail will not rotate up to the latch position. No pt impact.

Manufacturer narrative:
The technician found the side rail is bent. The technician replaced the side rail to resolve the issue.